Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was not able to adjust the stimulation. Health care provider (hcp) stated was getting poor communication screen on the pt programmer after surgery to move the lead from the right side to the left side. Hcp was unsure why the lead was moved and reported a culture was performed. Hcp was not able to make adjustment both with and without the antenna attached. After looking under gauze, hcp determined that the device had also been moved during surgery. When holding the pt programmer over the new area where the device was located, was able to synchronize with the device and increase the setting from 0.0 on program 1. The pt reported feeling stimulation. Additional info has been requested from the hcp, but was not available as of the date of this report.